Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer jammed. Customer tried to reboot the station, but issue remains the same. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was jammed. A field service engineer (fse) found that drawer 4.2 was double-clicking and not opening due to a broken square link plunger. The plunger was replaced, and the drawer was tested using the hardware test application (hta). The user was then able to successfully recover the drawer, resolving the issue. The system functioned as intended after the field service engineer repaired the device.